Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, clinical applications specialist reported that in the aphakic image the eye appeared well centered. Lid and speculum were clear away from the limbus and no artifacts were in the capture zone. In the pseudophakic image the lid had encroached upon the limbus and could have effected the magnitude of the astigmatism and interfered with the axis reading. The lens appears to be posterior to the elp, slightly tilted and not completely centered. System captured a false no rotation required reading and a higher toric power was suggested. The surgeon only took one capture reading. Upon additional follow up, indentation noted on cornea in fringe pattern. This could be from a rhexis marker on the tonometer that was pressed too hard on the eye. This could affect the cylinder readings during captures.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an unexpected outcome post cataract surgery. An intraocular lens (iol) exchange is planned. Additional information has been requested.

Manufacturer narrative:
The clinical application specialist (cas) has provided additional information on the reported event. In the aphakic image, the eye is well centered, the lids and speculum are cleared away from the limbus and there are no artifacts in the capture zone. The aphakic reading is reliable. However, surgeons are instructed to take three readings to watch for ¿repeatability¿ to be certain. In the pseudophakic image, the lid has encroached upon the limbus and could have affected the magnitude of the astigmatism and interfered with the axis reading. Another issue which was noticed was the lens is posteriorly positioned, slightly tilted and not completely centered. Sometimes it can appear this way if the patient is not fixating. The system has no way to detect a tilted lens. Meaning; if the lens is tilted, one may acquire an erroneous reading (when the lens is actually still off axis or it can be right on axis, and still display a rotation recommendation). The importance of reading the entire refraction and looking at the parameter formation on the screen is stressed. The cas concludes: ¿it appears that the lid interference and lens position may have contributed to the system capturing a false reading and suggesting a higher t power. Also, the surgeon only captured one reading. Therefore, it has been determined that the accuracy and repeatability may have been compromised. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-device related surgical factors. The manufacturer internal reference number is: (B)(4).